Event description:
Clinic notes received for generator replacement surgery due to battery depletion indicate that the patient¿s generator was interrogated and found to be at eos. Patient underwent full revision on (B)(6) 2015 as high impedance was observed during the surgery with the new generator attached to the old lead. The surgeon interrogated the old implanted generator prior to explant but did not run any diagnostics. The surgeon noted moisture in the lead and mentioned that the lead appeared to have some wear. The products were stored separately for return but were not found in the same location later and is suspected to have been discarded. Clinic notes dated (B)(6) 2015 were later received indicating that high impedance was also observed prior to the surgery with the patient's explanted generator.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
.